Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrilllator (ICD), implanted for approximately 70 months, had a heart rate in the 30s during a follow-up. The device had reverted to a fallback mode.